Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was unable to be interrogated. Boston scientific technical services discussed troubleshooting with the programmer. At this time, records indicate the ICD remains implanted. No adverse patient effects were reported.